Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. On 28-mar-2026, customer returned pump for alleged cosmetic damage located at the back of the pump (belt clip rails). The pump was received with cracked case a broken belt clip rail. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at corner of belt clip rails, scratched keypad overlay, texture damage at keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked keypad overlay at select button, peeling serial number label, and detached retainer. The test p-cap does not lock properly into the reservoir compartment during testing. Cosmetic damage- belt clip damage or missing confirmed at the back of the pump. Cosmetic damage-retainer ring damage confirmed. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced crack on the belt clip rails. The customer reported no adverse event. The event involved product mmt-1712k. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1712k was requested and it was returned for analysis.